Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes section d9 - date returned to manufacturer: 09-jan-2025 section h3 - device evaluated by manufacturer? Yes device evaluation: visual inspection was performed on the suspect product returned. The plunger rod was found advanced to the lens that was stuck in the cartridge tip and the plunger rod was overriding the lens. Viscoelastic residue was distributed through the length of the cartridge. The cartridge tip was damaged from the overriding plunger rod. The cartridge tip damage extended to the cartridge tube. The lens module was inspected and presented with no damage or viscoelastic residue. The device assembly and plunger rod advancement were inspected and presented with no issues. The lens could not be removed for evaluation. No further evaluation was performed. The complaint issue "dc-cartridge tip cracked/damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: does not apply - lens was not implanted section d6b - explant date: does not apply - lens was not implanted and therefore not explanted section e1 - telephone number: (B)(6) section h3 -the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) had a bent and split introducer tip. The introducer had contact with the patient's eye but the iol was not inserted. The procedure was completed using a back up iol. No surgical or medical interventions were required. No further information was provided.